Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing confirmed intermittent responses to button presses on the 'down' button. The 'up', 'ok' and 'backlight' responded to testing. There was no visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. The 'down' button contact was observed to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons were intermittently unresponsive for six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.